Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder instability surgery two devices ar-3638 (lot: 15326659 & 15284271) failed. When the first anchor was pulled out of the guide the white looped suture was cut. The surgeon couldn't use that anchor. The device was replaced with another anchor a little more lateral. During the bankart the other 3638 anchor did not expand after putting inside glenoid . The second anchor was then replaced with a pushlok. The patient was not harmed and the surgery was finished. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the photo provided of a damaged ar-3638, batch 15326659, the complaint allegation is confirmed. Using the available evidence ¿ which may include the returned device, photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is user error, specifically the application of excessive force during insertion and/or prying or leveraging the device during use.